Event description:
Healthcare professional reported left side rupture and pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell, missing, black particles on the surface of the shell. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: - a striated edge broken on radius side assessed as surgical damage. - a 25% of the shell is missing the assessment is inconclusive. Additional, changed, and/or corrected data: d10, g.1, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and pain. The device has been explanted.